Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a saccular 5.5 cm in diameter x 3.2 cm long at zone 2 thoracic aortic aneurysm. The proximal aortic neck was 33-34 mm in diameter and 30 mm long, and the distal aortic neck below the taa was 32-34 mm in diameter. There was no vessel calcification or thrombus. The aortic arch had 124 degree angulation. After debranching the lcca, a talent taa was planned to be deployed at the ostium of the innominate artery. The blood pressure was kept between 70 and 80 mm hg. Deployment was started at the ascending aorta, and the bare spring at the anterior wall of the aorta misaligned/everted. However, the physician did not realize the misalignment happened. After deployment, a type I endoleak was confirmed. The physician tried to find the source of the endoleak, and when searching, found that the bare spring was misaligned. No clinical sequelae resulted from the misalignment. There was no intervention for the endoleak. The patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); unapproved use of device (implanting in the ascending aorta). Evaluation, conclusions: user error contributed to event (implanting in the ascending aorta).